Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. In this case, it is likely the device interacted with the heavily calcified and heavily tortuous lesion causing the reported failure to advance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the left circumflex (lcx) artery with heavy calcification and heavy tortuosity. The 2.8 x 16 mm graftmaster covered stent was attempted to be advanced; however, failed to cross due to the anatomy. Therefore, the graftmaster was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another graftmaster stent was used to complete the procedure. No additional information was provided.